Event description:
According to the reporter, during a laparoscopic distal gastrectomy procedure, when duodenal gastric stapling at the distal margin r esection, it was noted that there was tissue damage. The jaws did not move while closed due to a pause during stapling. After rebooting the power handle and replacing the cartridge, the surgery was completed with the other power handle to resolve the issue.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#: unknown); unknown endo gia sulu (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the blue unload switch was depressed multiple times and showed no hangups or sluggishness. The adapter was connected to the gen2 acc software and the strain gauge was responsive. The adapter was connected to an rpa clamshell and power handle running v29.5 software and the device calibrated correctly. An rpa reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hang-ups or sluggishness. The reload was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. It was reported that the instrument was locked on tissue and there was a partial firing. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: articulation calibration errors. Functional testing found that there were articulation calibration errors in the data saved to the system. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.